Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A 5f amplatzer torqvue lp delivery system (tvlp) was used to deliver an amplatzer duct occluder (ado). Following release of the ado, as the delivery system was being removed under fluoroscopy, a kink was observed and the user continued to withdraw the delivery system slowly. During the removal, the tip of the delivery system became detached and a guidewire was used to remove the detached component (tip) from the patient. Per report, the complete detached tip was removed from the patient without consequences.